Event description:
The pt reported feeling pain at her scs ipg pocket site. The pain is felt when the scs system is on and when the system is off. The pt feels the pain is due to the location of the scs ipg. A sjm rep advised the pt to consult the physician. Follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.